Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was not able to use the station, and it was slow to respond. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was not able to use the station, and it was slow to respond. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user was unable to use the station, and it responded slowly. The technical support specialist (tss) dialed into the station and initially encountered a retry error, which was resolved. The tss ran a repair on the application, attempted a database backup, and replaced the station database. After a failed synchronization attempt, a full reset was performed. The ts successfully completed a database resynchronization, and the station resumed normal operation at 10/half network speed. The tss confirmed that the station responded better after the local networking team cleared the collisions counter. The system functioned as intended after the technical support specialist troubleshot the device.